Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. The target refraction was -0.40 diopters. The postoperative refraction was +2.50+1.00x148. In the surgeon's opinion, the iol did not cause/contribute to the outcome. A potential cause was not provided. Additional information has been requested. There are two medical device reports associated with this patient. This report addresses the iol related event. A manufacturer report has previously been filed for the aberrometer under mfg report num. 2028159-2017-03805.